Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, who provided information to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues reappeared.